Event description:
It was reported that the patient experienced a dural puncture during an on-table trial procedure. The patient was treated with IV saline fluids and antibiotics were administered. The physician assessed the event as causally related to procedure and not related to device hardware and/or stimulation. The event is resolving.

Event description:
It was reported that the patient experienced a dural puncture during an on-table trial procedure. The patient was treated with IV saline fluids and antibiotics were administered. The physician assessed the event as causally related to procedure and not related to device hardware and/or stimulation. The event is resolving. Additional information was received that the patient experienced an unnoticed dural puncture during an on-table trial procedure.

Event description:
It was reported that the patient experienced a dural puncture during an on-table trial procedure. The patient was treated with IV saline fluids and antibiotics were administered. The physician assessed the event as causally related to procedure and not related to device hardware and/or stimulation. The event is resolving. Additional information was received that the patient experienced an unnoticed dural puncture during an on-table trial procedure. Additional information was received that the external trial stimulator (ets) and lead were explanted, as the lead was unsuccessfully implanted. The physician stated that the event was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ets. Upn: m365sc51700. Model: sc-5170. Serial: (B)(6). Batch: 906971.

Event description:
It was reported that the patient experienced a dural puncture during an on-table trial procedure. The patient was treated with IV saline fluids and antibiotics were administered. The physician assessed the event as causally related to procedure and not related to device hardware and/or stimulation. The event is resolving. Additional information was received that the patient experienced an unnoticed dural puncture during an on-table trial procedure. Additional information was received that the external trial stimulator (ets) and lead were explanted, as the lead was unsuccessfully implanted. The physician stated that the event was resolved.